Manufacturer narrative:
One actual sample was received for evaluation without pouch. A visual inspection was performed with no issues noted. An underwater pressure test was performed with no issues noted. The report condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the patient line of the homechoice cassette leaked from the patient line "entrance" (not further specified). This was observed after cleaning step. There was no patient injury or medical intervention associated with this event. No additional information is available.